Manufacturer narrative:
No medwatch form received from user facility. Investigation findings: an eval was unable to confirm the reported problem. The handpiece used during surgery was tested and no discrepancies were found. A repair history shows the last repair date for this handpiece is (B)(4) 1997. The sales rep will contact the facility to set up a preventative maintenance program and any in service needs.

Event description:
It was reported that during use in a orif of the left wrist a gray substance leaked from the device into the surgical site. This occurred during insertion of a c-wire. The wound was irrigated and the procedure was completed without any further medical/surgical intervention.